Event description:
Pt. Sustained burn on left hip from cautery during cone biopsy. The pt sustained three burns. One burn was an oblong full thickness, third degree burn 2 centimeters in diameter with a blister appearing over the pt's left pelvic bone area. In addition, 2 circular burns of less than second degree about 0.5 centimeters in diameter were located on the right side of the abdomen. The grounding pad was placed correctly on the pt's right thigh at the time of the procedure. It is not known what malfunctioned to cause the burn. The hand piece/ground pad are the only disposable parts of the device. The brand name of the hand piece is valley lab force 2. The ground device is compatible with the other disposable parts. There is no history of failure with this device at this facility. There were no unusual circumstances or activities surrounding this device failure. The device was checked following the event but the facility was unable to replicate the failure. It is not known if the labeling warnings or if any instructions refer to using this device with this procedure. The age of the device is unknown. It is not known if the burn was caused by the pencil wire touching the hip.